Event description:
The screw end of the arterial lumen of the hd catheter has multiple cracks (distal end adjacent to red cap) and it leaks. Md unable to repair it, so patient went to or to have entire catheter removed and a new one placed. Md states seems to be result of suboptimal material of the screw end (brittle plastic).